Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: (B)(4). Concomitant products: m2a-magnum pf cup 58odx52id/ pn us157858/ ln 300550, m2a-magnum mod hd sz 52mm/ pn 157452/ ln 420780, m2a-magnum 52-60mm tpr ins std/ pn 139268/ ln 661850, taperloc por fmrl lat 13.5x147/ pn 11-103207/ ln 875140. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03853, 0001825034-2017-03854,0001825034-2017-03854, 0001825034-2017-03854.

Event description:
It was reported that patient underwent right hip revision approximately seven years post implantation due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed. The product was not returned, and its location is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.